Event description:
Reportedly the grasper instrument broke, components from the instrument disengaged into the patient cavity, and were subsequently retrieved to complete the ase without further incident. Procedure: lap appendectomy, patient status: no patient injury reported.